Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 1056t competitor implantable pacing lead 2009 (B)(6); 6947 implantable tachy lead 2009 (B)(6); 4592 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The physician was unhappy with the battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.